Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient presented for a routine follow up appointment. Attempts to interrogate the device were unsuccessful as the clinician could not establish telemetry with the device. An ECG was performed and confirmed the device was no longer pacing. The device will be replaced. No patient complications were reported as a result of this event.